Event description:
A hospital in (B)(6) reported that water leak occurred at the connection between the water bag spike and the water feed tube of an mr290v humidification chamber before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was received, visually inspected and connected to a water bag for testing. Results: during performance testing small drops of water began to build up at the connection between the water feedset tube and the water bag spike. Visual inspection revealed that there was insufficient glue around the spike tubing connection. A lot check revealed (B)(4) other complaints of this nature for lot number 100218. Conclusion: the cause of the fault was determined to be insufficient glue being applied to the feedset tubing at the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).